Event description:
Caller reported a cartridge alarm occurred during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was acknowledged, and previous instances of similar alarms were noted for further pump replacement inquiries.